Event description:
It was reported that an air embolism occurred. A percutaneous coronary intervention was being performed using an nc emerge mr, ous 3.50 x 15mm for treatment. The target lesion was 65 percent stenosed, moderately calcified, and mildly tortuous. As the balloon was inflated to 4 atm it was noted that there was an air leak which led to the patient experiencing an air embolism. The device was removed from the patient and a similar device was used to complete the procedure. The patient fully recovered.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks and bends to the hypotube of the device. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. There was an 11mm longitudinal tear 5mm proximal from the tip of the device. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that an air embolism occurred. A percutaneous coronary intervention was being performed using an nc emerge mr, ous 3.50 x 15mm for treatment. The target lesion was 65 percent stenosed, moderately calcified and mildly tortuous. As the balloon was inflated to 4 atm it was noted that there was an air leak which led to the patient experiencing an air embolism. The device was removed from the patient and a similar device was used to complete the procedure. The patient fully recovered.